Event description:
It was reported that (1) device was used during a general surgery. It was reported by the affiliate that the mcl20 instrument did not work correctly. The clips would not come out of the instrument. There was no consequence to the patient.